Event description:
It was reported that the patient faced infusion set adhesive issues on (B)(6) 2026, since patient reported infusion set fell off during use. The blood glucose level was high, and the patient was treated with multiple daily injection.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street street 2: suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.